Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. G2: literature shigekiyo, shota, hamada, daisuke, omichi, yasuyuki, toki, shunichi, tamaki, yasuaki, wada, keizo, nishisho, toshihiko, sairyo, koichi, severe varus deformity of the knee due to synovial osteochondromatosis treated with megaprosthesis, case reports in orthopedics, 2026, 2980896, 9 pages, 2026. Https://doi.org/10.1155/cro/2980896. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A literature case study reported a patient underwent an initial total knee arthroplasty using an orthopedic salvage system due to severe joint destruction due to synovial osteochondromatosis. Subsequently, two weeks post-operative, the patient developed a fever, swelling, and elevated crp (c-reactive protein) levels. At 28 days post-operative, the patient underwent irrigation and debridement for a periprosthetic joint infection and then again at 44 days post-operative due to recurrent symptoms. It resolved and no implants were reported as revised. Attempts have been made, and no further information has been provided.